Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. 10 sealed samples were returned for review. All the samples were opened by the analyst and functionally and dimensionally tested. All of the 10 samples were confirmed to have a .025 guidewire included in the sealed kit instead of an .021 guidewire. The most probable cause is that two guidewire lots 11372127 and 11372062 got mixed up during the cleaning process. The wires are placed in different baskets during cleaning. The baskets are numbered and there¿s a paper on the machine that identifies which lots are in each basket. The operator inadvertently pulled from the incorrect basket and switched the two lots. CAPA ca-00001 was initiated to document the root causes that lead to the release of mixed parts and the CAPA will establish the corresponding corrective actions.

Event description:
Per md - defective ¿ the supplies in each kit do not match what is on the box and they were made defective. In each kit, there is a finder needle, then a guide wire that goes thru the needle, then a catheter that goes over the wire. In all cases identified, the guidewires were unable to be thread into the needle while the needle is already in a pulsating artery. In one of the cases, the guide wire was able to be inserted thru the needle, but the catheter did not fit over the wire, which resulted in us pulling another bigger gauge case/catheter to slip over the wire. In summary, multiple instances have occurred where the 3 components are not of the same size (either 18g or 20g) or made so in that they don¿t properly fit. This resulting in harm to the patient, time lost, multiple pokes, and blood loss.

Manufacturer narrative:
Sample is indicated as being returned. As of the date of this report, investigation has not been completed. A follow-up will be provided once the device has been reviewed.

Event description:
Per md - defective ¿ the supplies in each kit do not match what is on the box and they were made defective. In each kit, there is a finder needle, then a guide wire that goes thru the needle, then a catheter that goes over the wire. In all cases identified, the guidewires were unable to be thread into the needle while the needle is already in a pulsating artery. In one of the cases, the guide wire was able to be inserted thru the needle, but the catheter did not fit over the wire, which resulted in us pulling another bigger gauge case/catheter to slip over the wire. In summary, multiple instances have occurred where the 3 components are not of the same size (either 18g or 20g) or made so in that they don't properly fit. This resulting in harm to the patient, time lost, multiple pokes, and blood loss.

Event description:
Per md - defective ¿ the supplies in each kit do not match what is on the box and they were made defective. In each kit, there is a finder needle, then a guide wire that goes thru the needle, then a catheter that goes over the wire. In all cases identified, the guidewires were unable to be thread into the needle while the needle is already in a pulsating artery. In one of the cases, the guide wire was able to be inserted thru the needle, but the catheter did not fit over the wire, which resulted in us pulling another bigger gauge case/catheter to slip over the wire. In summary, multiple instances have occurred where the 3 components are not of the same size (either 18g or 20g) or made so in that they don¿t properly fit. This resulting in harm to the patient, time lost, multiple pokes, and blood loss.

Manufacturer narrative:
The device was returned, and evaluation is anticipated but had not yet begun. A follow-up report will be submitted once the device has been evaluated.